Event description:
Healthcare professional reported of an unknown side device: medical device-associated infection: grade: "[iiib]". The patient required a general anesthesia procedure. The implant status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).